Manufacturer narrative:
Insulin pump received with broken battery tube thread and cracked display window corners noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Unite power up properly after battery installation. Unite received with operating current within specs. No unexpected low battery alarm was noted. Unite passed. Displacement test, self test, off no power test and all operating current test. However, corrode battery tube compartment was noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the esc and act buttons hard to press as well as insulin pump rejecting the new batteries also random no delivery alarms. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.